Event description:
The device was found to be eri upon interrogation. The calculated eri provided in the parameter screen still displays 1yr. 2 mo. The battery voltage and impedance were 2.7v and 2.8k ohms respectively. The device will be scheduled for explant. (B)(6) 2013 - all available information suggests this device remains implanted at this time. (B)(6) 2014 - this device was returned with information that it was explanted on (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for 71 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the pacemaker was fully functional. The battery status was anticipated.